Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the coating of the connecting tube on the bronchovideoscope was peeling. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the subject device had no trace to indicate that device handling by the user was deviated from the instructions for use. Therefore, manufacture business center (mbc) could not specify root cause of the suggested event. It is considered that the suggested event may have occurred by the following stress applied to insertion section: physical stress such as scratching/hitting insertion section. Chemical stress by conducting reprocessing not recommended in instructions for use (reprocessing manual). The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "...3.3 inspection of the endoscope. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.